Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system has a damaged usb port. The representative replaced the I/o cable and the usb cable. The system then passed the system checkout and was found to be fully functional. Analysis on the returned I/o cable resulted in a physical damage failure being found through visual and physical examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported during servicing, that the two universal serial bus (usb) ports on the front right of the navigation system's main cart are badly damaged. The top one is pushed up so far that nothing can be connected, and the bottom one seems to be missing a piece from the port. The representative is uncertain if the mouse or keyboard usb plugs are also damaged and was unable to get the I/o panel usb port to function. There was no patient present when this issue was identified.